Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the (user interface) ui board. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit turns off by itself. Caller reports that originally the unit would power on by itself when (alternating current) ac was connected. Customer replaced the (power management) pm board and the issue continued. There was no patient involvement.